Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a leak was reported and is known to cause this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during drain one of peritoneal dialysis therapy. The care giver (cg) stated that there was fluid leaking from a hole in the patient line. The technical service representative had the cg cycle the power on the machine to clear the alarm. The cg had the patient disconnected so they could start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.